Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant (bost413) was returned for investigation. Visual inspection of the as returned product identified residue but no sign of damage throughout the external threads of the implant. The internal hex of the implant was found to be in good condition with no sign of damage. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: d4: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight: unknown. Reporter's last name and email: unknown.

Event description:
It was reported that the implant (bost413) could not be placed. The angle of the abutment was not good. The implant was removed and another implant was not placed; the site was grafted. New implant placement will be attempted after 3-4 months of healing time. Tooth location 9.